Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a pixie oxygenator and cardiotomy venous reservoir (cvr), it was reported that the artificial lung was clogged, and the pump was terminated and ope was also completed. The device was replaced with quadlox device to complete the procedure. Due to the replacement of the artificial lung, there was a temporary arrest of circulation. The platelet count 1 day before surgery was at 600,000. There was no adverse patient effect associated with this event. The initial amount of heparin was 3.0 u/kg 4,000 u. Act 407 sec (hemochlon signature). Pump heparin volume 600u, pump priming volume 485ml   12:25 pump start 12:29 pressure 209 mmhg (half-flow state) 12:31 pressure 291 mmhg (half-flow state) 12:32 pressure: 391 mmhg (half-flow state) 12:33 pressure 414 mmhg (not full flow) 12:35 pressure 266 mmhg (flow adjustment because the pressure rises, not full flow) 12:35~12:47 artificial lung replacement act during oxygenation replacement = 685 seconds (after addition from 1000u anesthesiology).

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of being used. Pressure integrity testing showed no internal or external leaks when run at 1 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (2 l/min blood gas flows) and the results are as follows, 257 mm/hg delta pblood. The reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a pixie oxygenator, it was reported that the oxygenator (artificial lung) was clogged, and the pump was terminated and ope was also completed. The device was replaced with quadlox device to complete the procedure. Due to the replacement of the artificial lung, there was a temporary arrest of circulation. The platelet count 1 day before surgery was at 600 ,000. There was no adverse patient effect associated with this event. The initial amount of heparin was 3.0 u/kg 4,000 u. Act 407 sec (hemochlon signature). Pump heparin volume 600u, pump priming volume 485ml 12:25 pump start 12:29 pressure 209 mmhg (half-flow state) 12:31 pressure 291 mmhg (half-flow state) 12:32 pressure: 391 mmhg (half-flow state) 12:33 pressure 414 mmhg (not full flow) 12:35 pressure 266 mmhg (flow adjustment because the pressure rises, not full flow) 12:35~12:47 artificial lung replacement act during oxygenation replacement = 685 seconds (after addition from 1000u anesthesiology) correction d1: brand name updated correction d4: model # and catalog # updated. Additional information b5: medtronic received additional information that the temperatures pre (blood loss) oxygenator were 33.7, 35 and 32 at 12:26pm, 12:33pm and 12:34pm respectively. The temperatures post oxygenator were 34.6, 35, 34.8 and 34.6 at 12:26pm, 12:28pm, 12:33pm and 12.34pm respectively. The device was not damaged. Other than an increase in pressure in the oxygenator (artificial lung), there were no particular pressure problems. The ventricular disease was not as a result of the use of the device. Ventricular disease is the main disease that was indicated for the surgery. There was a temporary arrest of circulation since the target flow rate was not reached, it was withdrawn once, and then the artificial lung was replaced for about 12 minutes from 12:35pm to 12:47pm. Medtronic received additional information that there was no patient blood loss as a result of the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that 'ope' refers to the operation. Correction b7: this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.